Event description:
It was reported, the implantable neurostimulator (ins) had ¿slid.¿ the patient was then unsure if the ins had actually slid and that it could be his imagination. The patient was to see a physician to make sure the ins did not move.

Manufacturer narrative:
Product ID 7438 lot# serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 7482a40 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40 lot# v068467, implanted: 2008 (B)(6); product type lead. (B)(4).